Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed as a single occurrence during review of the device logs. The device was put through extensive testing including ECG stress testing with a test accessories without duplicating the report. An internal inspection found no discrepancies. The customer was sent a new multifunction cable as a pre-caution. The device was re-certified and returned to the customer. The multifunction cable used at the time of the reported event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.